Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump and that the transmitter lost connection with the pump. Reportedly, the transmitter regained connection with the pump. Customer's blood glucose was 328 mg/dl. No additional patient or event information was available.